Event description:
The facility reported to baxter's global technical services an unknown problem with an ipump. A patient reportedly arrested while an ipump was being used. This event occurred during patient use. The following additional information was obtained from the facility's risk manager (rm) on (B) (6) 2010: the incident involved a (B) (6) female patient who was being administered morphine for pain management following carpal tunnel release surgery. The rm indicated that there was no overinfusion, alarms, or failure codes. The patient's nurse came into the room and saw that the patient was going into respiratory distress. A code blue was called and the patient was treated. The patient was transferred to the intensive care unit and was kept on the same pump. It was indicated that the patient recovered from the event and has been discharged home. The pump was evaluated once the patient was no longer using the pump. The rm indicated that the evaluation of the pump performed by a third party showed that the pump functioned properly; however the evaluation is not available for baxter to view. The facility's biomed reiterated that the evaluation showed that the pump was not at fault for the incident. No further information is available.

Manufacturer narrative:
(B) (4). The customer will not be sending this device in to baxter for evaluation. The risk manager indicated that the evaluation of the pump performed by a third party showed that the pump functioned properly; however the evaluation is not available for baxter to view. No further information is available.